Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As surgeon was impacting cup, tip of impactor broke off from handle. Part fell on the floor, no harm to patient. No delay as surgeon finished impacting using hammer on top of handle where the tip was. Pls replace asap as instr set won't be used until replacement comes in. (B)(6). Patient consequence? : no.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.